Manufacturer narrative:
Additional suspect medical device components involved in the event: tw# (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 581514. Tw# (B)(4) product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7087068.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to device migration. The patient is stable. Device will not return due to facility policy and electrocautery was used.